Event description:
After iabp for 1 1/2 hrs, the pt had inadequate leg perfusion and the iab was removed. The iab did not malfunction. The iab was not returned to datascope. Event complications: ischemia- reported 08/26/98. Pt's current status: unk- reported 08/26/98.